Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 10:30pm, when she obtained a blood glucose result of "313 mg/dl" with the subject meter. The patient indicated she manages her diabetes with insulin (type unknown). In response to the alleged issue, the patient claimed she administered six units of insulin and as a result, the patient stated she lost consciousness in less than one hour after the alleged issue began. Per csr documentation (as routine when the patient's blood glucose is low) the patient's husband administered treatment by having the patient consumer orange juice and snack. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The csr noted that the patient did not have control solution to perform a quality control test at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.